Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a post-implant check. A routine post-op x-ray showed the right atrial lead had become dislodged, and the lead exhibited high capture threshold. On (B)(6) 2018 the lead was repositioned and exhibited normal electrical characteristics. The patient was in stable condition before and after the procedure.